Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on (B)(6) 2012 and (B)(6) 2011, after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same patient involving three separate products; associated MDR numbers 1225714-2014-00235, 1225714-2014-00236, 1225714-2014-00237, 1225714-2014-00238, 2937457-2014-00321 and 2937457-2014-00322.